Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a piece of hair in the kit upon opening. A new device was opened to perform the procedure. There was a procedural delay. Device did not touch patient. Photo provided by the complainant shows the device in the packaging tray with no evidence of use with a hair on the equipment.

Manufacturer narrative:
Tw ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a piece of hair in the kit upon opening. A new device was opened to perform the procedure. Device did not touch patient. Photo provided by the complainant shows the device in the packaging tray with no evidence of use with a hair on the equipment.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h6, h10 the device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. The product was observed to be opened as indicated by the table observed in the photograph and not the sterile packaging that the product is shipped in. A single black hair was observed near the syringe, however it was unclear whether the hair was inside or outside the tray. Additionally, since the product was not returned, it is not possible to determine if the tray has been opened. So therefore for the reported failure "contamination / decontamination problem" was not confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000393913 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.